Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (200 0mcg/ml at 500mcg/day) from their implanted pump. The indication for use was intractable spasticity and multiple sclerosis. The patient had no therapeutic effect after escalating dose to 700mcg/day. It was reported that the patient had a fall in (B)(6) 2014 and the patient had fractured ribs, it was unclear if there was a link between the events. It was reported that side port aspirate and x-ray were normal. Logs did not show abnormal events and the reservoir volumes were "good" at refills. The hcp felt there was something wrong with the pump or the catheter. The pump and catheter were replaced on (B)(6) 2016.